Manufacturer narrative:
The investigation was started but not yet concluded. Investigation results will be reported in the follow up report.

Event description:
It was reported: at 12:25pm on half hourly rotation in the bedroom vent 2 red alarmed showing serious grade alarm. Front display froze and wouldn't shut down. Ambu-bag attached.

Manufacturer narrative:
The reported error message is displayed if the ventilator has detected relevant internal deviation, and as precautionary measure the ventilation is stopped. The device generates alarm and opens the breathing system to atmosphere. So spontaneous breathing of the patient would not be hindered. The device logbook was downloaded and analyzed by the manufacturer. Six entries for the reported condition could be confirmed. The observed error code points to the internal blower, which had a deviation from the expected rotation speed. The blower was replaced as well as the blower controller pcb and as precautionary measure the main pcb of the device. The components were returned to the manufacturer, investigated and installed in a test device. No deviation was identified and a long term run for two weeks was finished without any problem. It can be assumed that during the event a temporary electromagnetic interference of the rotation speed measurement has caused the observed behavior. Carina meets the relevant standard for electromagnetic disturbances, but we learned that in rare cases conditions exist (e.g. Mobile phone near the ventilator) which exceed the limits of the standards. The customer uses third party breathing circuits, but contribution to the event could not be proved during investigation. Nevertheless, it is recommended to use original draeger circuits.